Event description:
Device malfunction: premature clip deployment. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/hematoma. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a starclose device after an unspecified procedure. Reportedly, when advancing the thumb advancer the clip prematurely deployed. Location of the clip was not reported; however, hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.